Event description:
It was reported that high impedances were observed. The patient received inappropriate shock. Fluoroscopy revealed a small externalized conductor above the distal coil. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the inner coil was found at 10.8cm from the pin. This fracture is consistent with the observation from the field of high impedance.